Event description:
On 11/13/2020, patient complained of abdominal pain during treatment. Patient was admitted to the ICU. Facility manager questioned how the dialyzers are sterilized, facility manager does not think the adverse event was due to the dialyzer since the patient has been using the elisio dialyzers for over a year without issues. Additional information received 11/23/2020: patient (B)(6)., (B)(6)-year-old male, started dialysis treatment at (B)(6) on (B)(6) 2020, completed treatment for four hours as prescribed. Left the unit to go back to assisted living. Patient reported of lethargy by nursing. Veteran reports he returned from hd and his left arm is painful with reduced rom (range of motion), a change from earlier this morning. He notes he feels "faint", and has indigestion which has improved with tums. He denies chest pain or pressure, radiating pain, jaw pain. Feels chilled and tired. Vitals: bp 136/69, p 87, 91% oxygen in room air and temperature of 100.2. Sent veteran to emergency room. From emergency room, patient's blood specimen continues to be hemolyzed upon aspiration. Patient's blood persists with hemolysis with methemoglobinemia. Methemoglobin level of 12.3. Treatment information: number of hours: 4; bfr: 400; dfr: 600; any medications administered: epogen 5000 units; patient's access: fistula; machine: phoenix gambro.

Event description:
On (B)(6) 2020: patient complained of abdominal pain during treatment. Patient was admitted to the ICU. Facility manager questioned how the dialyzers are sterilized, facility manager does not think the adverse event was due to the dialyzer since the patient has been using the elisio dialyzers for over a year without issues. Additional information received 11/23/2020: patient (B)(6), 71-year-old male, started dialysis treatment at 0704 on (B)(6) 2020, completed treatment for four hours as prescribed. Left the unit to go back to assisted living. Patient reported of lethargy by nursing. Veteran reports he returned from hd and his left arm is painful with reduced rom (range of motion), a change from earlier this morning. He notes he feels "faint" and has indigestion which has improved with tums. He denies chest pain or pressure, radiating pain, jaw pain. Feels chilled and tired. Vitals: bp 136/69, p 87, 91% oxygen in room air and temperature of 100.2. Sent veteran to emergency room. From emergency room, patient's blood specimen continues to be hemolyzed upon aspiration. Patient's blood persists with hemolysis with methemoglobinemia. Methemoglobin level of 12.3. Treatment information: number of hours: 4. Bfr: 400. Dfr: 600. Any medications administered: epogen 5000 units. Patient's access: fistula. Machine: phoenix gambro.

Manufacturer narrative:
Manufacturer investigation report attached is on retained samples only.